Event description:
The surgeon did not like how the initial amistem sat compared to the cut of the femur. Because the stem sat 4-5mm proud, the surgeon decided to remove the implant and rebroach to obtain a flush fit of the stem. The stem had a strong fixation after initial implantation which made it extremely difficult to remove the amistem using the medacta's stem extractor. It was so difficult that th e surgeon broke the extractor to the point where it could no longer be used. Since the other set of instruments were in another operating room awaiting a surgery, the surgeon has to use another companies extractor to removed the amistem. With the all the stress during extraction of the stem, the trunnion of the stem was damaged and could not longer be used. In order to complete the surgery, the surgeon had to open and use another implant. There was delay but it was not significant. No fragments fell into the wound.